Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the device has a paddle fixture that is damaged. There is report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.